Manufacturer narrative:
This is being filed as an unconfirmed eye infection. Method: no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. To date there is no confirmation of treatment or outcome of treatment. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
Patient's mother called in to say her daughter had an eye infection. Attempts to contact the patient's mother for more information was made with no reply to date. This is being filed as an unconfirmed infection.